Manufacturer narrative:
Additional information: due to characterization limit e1. (Event site name: (B)(6) hospital. Event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump had an iab disconnection message appeared twice. However, no patient harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation fields, investigation findings, investigtion conclusion), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a iab not connected message appear twice. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not reproduce the issue. Pressure sensor and manifold test performed. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.